Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had black screen and not powered on. The field service engineer tested the voltage and power cable, then disconnected the pyxibus cable. The fse noticed that one of the drawers had a short circuit causing the issue and isolated the cabinets and each drawer to resolve it. The fse also found that the auxiliary drawer 5-2 was causing the issue and replaced the control board and solenoid assembly to fully resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es auxiliary there was a black screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.